Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" codes were observed in the ventilator's error log. The service technician presumed the issue has been addressed. The device's oxygen blending module board was faulty and replaced. The device passed final test.